Manufacturer narrative:
During testing leakage form the disposable batteries was noted in the battery compartment of the device. The customer's reported "flow rate" and "occlusion" error message were not duplicated during testing and were not noted in the device history. The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.43ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5 percent). An air in line alarm was noted in the device history; however, was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report of during testing at the user facility, the device displayed error messages "occlusion error-air" and "flow rate error". No additional information was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.